Manufacturer narrative:
B5: upon follow up, it was reported that the patient was recovered from the event and was discharged from the hospital 18 days after hospitalization. Antibiotic therapy was ongoing. Eighteen days after event onset, pd therapy was discontinued. On an unreported date, the pd catheter was removed and the patient was shifted to hemodialysis twice a week. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. The same day as the event onset, the patient was treated with vancomycin injection (1g once on fifth day, ongoing, route not reported) and meropenem injection (1gm, daily, ongoing, route not reported) for peritonitis. Four days after the event onset, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was reported that the patient has been retrained on the proper aseptic technique. No additional information is available.